Event description:
It was reported that the lens was inserted into the eye and the haptic remained in the unfolder. It was stated that the damaged lens was removed and replaced. The incision was enlarged to remove the lens. No patient injury was reported.

Manufacturer narrative:
The lens was received and inspected and found that the haptic was broken and not detached as reported. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.